Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The date of event was wrongly reported in the initial report and it has been fixed in this report. It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer has investigated the reported machine on site. The expiratory channel printed circuit board (pcb) had been replaced and sent back for technical investigation. The provided logs confirms the reported issue. The returned pcb has been tested in a machine. It passed the pre-use check. No abnormal found during ventilation for 5 days. It passed another pre-use check after the ventilation. The reported problem could not be reproduced. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).